Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the attention and service wrench icons. There was no patient use associated with this event. Upon evaluation of the device, physio-control observed that the device displayed the attention, service wrench and charge-pak icons, and would not power on.